Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery (lcx). A 20 x 2.25mm promus premier stent was advanced however, the device came in contact with the curved area at the entrance of the lcx and the device was unable to cross the lesion. A two-wire technique and a non bsc guide extension catheter were used but the device was not able to cross the lesion. It was then found out that the stent was lifted. The procedure was completed by performing a plain old balloon angioplasty (poba). No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery (lcx). A 20 x 2.25mm promus premier¿ stent was advanced however, the device came in contact with the curved area at the entrance of the lcx and the device was unable to cross the lesion. A two-wire technique and a non bsc guide extension catheter were used but the device was not able to cross the lesion. It was then found out that the stent was lifted. The procedure was completed by performing a plain old balloon angioplasty (poba). No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).